Event description:
It was reported that a user experienced difficulty twisting the infusion set connector, preventing attachment, and after trying multiple connectors from one lot, a connector from a different box functioned as intended; blood glucose was reportedly unaffected, and replacement connectors were shipped after troubleshooting and education. Customer care provided support that included review of device use and lot information. No reported adverse clinical effects during the event. Outcomes included no change in blood glucose control and no need for medical intervention. It was concluded that the event involved a connector that did not properly engage, with normal device performance restored using a connector from a different box, and no patient injury.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.